Event description:
It was reported that the pump triggered an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the problematic pump, and the customer continued using the current pump for backup therapy.